Event description:
Swelling [swelling of r knee]; pain [knee pain]; hard time walking [walking difficulty]. Case narrative: this case was cross referenced with cases: (B)(4) (same patient). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a 56 year old female patient who received treatment with synvisc injection and after unknown latency the patient had swelling, pain, hard time walking patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. In 2011, patient was treated with synvisc 1, that resulted in severe pain, so the patient had to use wheel chair for months. It was reported that patient received the synvisc in her right knee and had no difficulties in 2011. On an unknown date in 2012, the patient received first injection with intra-articular synvisc injection (dose, frequency, indication, lot number and expiration date: not reported) in her right knee by a doctor. The patient visited the clinic and experienced excruciating pain and agony after the numbing injection was applied. On same day synvisc was injected into the knee, after unknown latency, patient had swelling and pain that "was horrific" and the doctor gave her steroids and she got better. On an unknown date, after unknown latency, patient had a hard time walking. Action taken: unknown. Corrective treatment: not reported for hard time walking; steroids for rest of the events. Outcome: unknown for hard time walking; recovering for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for swelling, pain follow up was received on 28-jul-2017. Global ptc number was added. Text was amended accordingly. Additional information was received on 10-aug-2017. Global ptc results were added. Text was amended accordingly. Additional information was received on 11-oct-2017 from the patient. Medical history added. Clinical course updated. Text amended accordingly. Follow up was received on 19-oct-2017. No new information received. Follow up was received on 09-jan-208. Related case ((B)(4)) was added. Additional information was received on 30-oct-2018 from patient. Event of hard time walking was added with details. Clinical course updated. Text amended accordingly.

Event description:
This unsolicited case from united states was received on 03-aug-2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc one injection and after unknown latency the patient felt whole leg had been very painful, leg had been very swollen from the knee upwards, pearl-like alteration as a mass between the muscle and muscular fascia and injection ended up between a muscle fascia (wrong route of administration). No relevant medical history, past drugs and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, lot number and expiration date: not reported) in right knee for knee arthrosis. Patient felt drugged and it went to her head and then to knee. The same day, unknown latency of receiving the injection patient "a couple days later" after injection "swollen, red and uncomfortable" and he "aspirated and treated with corticosteroids" and patients are now "doing fine. Corrective treatment: diphenhydramine hydrochloride and prednisone for all the events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for all the events follow up was received on 28-jul-2017. Global ptc number was added. Text was amended accordingly. Additional information was received on 10-aug-2017. Global ptc results were added. Text was amended accordingly.

Event description:
This case was cross referenced with cases: (B)(4) (same patient). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and after unknown latency the patient had swelling and pain. Patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. In 2011, patient was treated with synvisc 3 and then synvisc 1, that resulted in severe pain, so the patient had to use wheel chair for months. On an unknown date in 2012, the patient received first injection with intra-articular synvisc injection (dose, frequency, indication, lot number and expiration date: not reported) in her right knee by a doctor. The patient visited the clinic and experienced excruciating pain and agony after the numbing injection was applied. On same day synvisc was injected into the knee, after unknown latency, patient had swelling and pain that "was horrific" and the doctor gave her steroids and she got better. Action taken: unknown. Corrective treatment: steroids for both events. Outcome: recovering for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both events. Follow up was received on 28-jul-2017. Global ptc number was added. Text was amended accordingly. Additional information was received on 10-aug-2017. Global ptc results were added. Text was amended accordingly. Additional information was received on 11-oct-2017 from the patient. Medical history added. Clinical course updated. Text amended accordingly.

Event description:
This case was cross referenced with (B)(6) (same patient). This unsolicited case from united states was received on 26-jul-2017 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and after unknown latency the patient had swelling and pain. No past drugs and concomitant medications were reported. Patient fell on her knee (in 2010) and had issues with her knee since then but she was not sure if she had osteoarthritis. On an unknown date in 2014, the patient received first injection with intra-articular synvisc injection, (dose, frequency, indication, lot number and expiration date: not reported) in the right knee by doctor. On an unknown date in 2012, unknown latency of receiving the injection patient had swelling and pain that "was horrific" and the doctor gave her unspecified steroids. Patient got better. Action taken: unknown. Corrective treatment: unspecified steroids for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events.